Event description:
Information was received from the (B)(4) registry stating: patient admitted for fall, upon admission found to have elevated ldh. Positive ramp study on 6/5/15. Ldh continued to rise over the weekend. Patient was transferred to cvicu with elevated ldh, elevated cr and respiratory distress. Death: (B)(6) 2015. Additional information included: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: ye . Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: yes. Device malfunction: no. Primary cause of death: respiratory: respiratory failure. Device function normal: yes. Additional information was requested and received from the implanting center nurse: it was reported that the patient was admitted for pump thrombus with a possible pump exchange, but her acute on chronic pulmonary status precluded any surgery. While hospitalized, the patient's respiratory status declined and she expired from acute respiratory failure. Secondary causes of death included: acute pump thrombus, anuric acute kidney injury, acute respiratory insufficiency, pulmonary fibrosis, gastrointestinal bleed, enterococcus uterine track infection, chronic mrsa sternal wound infections and mechanical fall with fracture to fifth metatarsal, left patella fracture. Treatment for pump thrombus included a heparin drip initiated on (B)(6) 2015, warfarin 2.5 to 5mg po initiated on (B)(6) 2015 and stopped on (B)(6) 2015, aspirin 325mg po initiated (B)(6) 2015 and integrilin drip initiated on (B)(6) 2015. It was reported that the patient had a history of recurrent gi bleeds, so she was off all anticoagulants and antiplatelet medications prior to admission and there was no clotting issues documented in the patient¿s medical record. The patient¿s international normalized ratio was 1.1 on (B)(6) 2015, 1.1 on (B)(6) 2015 and 2.0 on (B)(6) 2015. The patient¿s pump was not explanted.

Manufacturer narrative:
Approximate age of device ¿ 1 year. The attached user facility medwatch report was received from the (B)(4) registry. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.